Event description:
This customer reported that the paddles were working intermittently. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.